Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 156 mmol/l. The customer repeated the sample due to issues with quality controls. The sample was repeated, resulting in a value of 146 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The sodium electrode lot number was fue39. The expiration date was requested, but not provided. Calibration data was acceptable. Quality controls were outside of range high. The customer repeated controls and they were within range. A review of alarm trace data did not show any relevant alarms. The field service engineer found residue in a chipped dilution cup. The dilution cup was replaced. The sipper probe and vacuum nozzle were cleaned. Air purges and reagent priming were performed. Ise checks were performed and passed. The customer ran calibration and controls; these passed. Precision studies recovered within guidelines. The investigation determined the service actions resolved the issue.